Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator generated an error message that rendered the graphic user interface (gui) inoperative. There is no reported patient involvement.

Manufacturer narrative:
Covidien reference number: (B)(4). Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended the graphical user interface (gui) printed circuit board (pcb) be replaced. Covidien was no authorized to evaluate the device.